Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, unknown dose) and lioresal baclofen (87.5mcg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient presented to the hospital with more pain. Interrogation of the pump indicated a the "pump stopped; pump deactivated 69:05." This was interpreted as a motor stall occurred and lasted 69 hours and 5 minutes. The pump was replaced on (B)(6) 2017. The patient was reportedly ok. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Further reported, was that the pump was explanted on (B)(4). The ¿pump stopped¿ was clarified as a motor stall, ¿close intern circuit¿. It was reported that a cause was not determined which is why they reported the event (stopped pump meaning motor stall). The error codes seen were as previously reported confirmed via telemetry. This first message was (B)(4). The reporter could not identify as to what ¿pump deactivated 69:05¿ meant.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported on 2018-jan-23 that the implant date of the pump was unknown and that the pump was explanted before the elective replacement indicator (eri). No further complications were reported or anticipated.